Manufacturer narrative:
The service inspection found the forceps elevator at the distal end has foreign material. The customer's reported issue was confirmed as the scope failed the leak test due to a cut on the bending section cover. The bending section adhesive is detached. The connecting tube is wrinkled. Switch number 2 is cut. The image guide protect is scraped. The forceps channel port has an indentation. The coating on the universal cord is peeling. The (down/right/left) angulations are below specifications due to a worn angle wire. The distal end insulation cover failed integrity test. The control body is dirty. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) was informed that the evis exera duodenovideoscope was returned to the olympus repair center for a reported bending section cover has leakage during cleaning disinfection and/or sterilization. During inspection and testing, the forceps elevator at the distal end was found to have foreign material (reportable). No patient death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the suggested event was likely caused by insufficient cleaning around the forceps elevator by the user. A definitive root cause cannot be identified. The following descriptions are included in instructions for use (IFU) as prevention methods of the suggested event: "IFU (reprocessing manual) 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet in IFU (reprocessing manual), the following descriptions are included. 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report was submitted to provide the reporter's information (section e).